Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the patient lived (B)(6) and went (B)(6) often because they have family there. They went (B)(6) for a christmas break and the first night they stopped at a hotel (B)(6) where the elevation was higher than where she lived, but not much higher. The patient felt a crazy sensation in her collar bone when she got up that morning and could not walk. Her legs were very heavy, and she could not move stating she felt ¿very overdosed.¿ the event date was noted as (B)(6) 2017. As the day went on she got better and used crutches for some stability. The patient mentioned she had hereditary spastic paraparesis which was diagnosed prior to pump implant and had the pump to help with spasticity. It was noted as the day went on the patient was able to ¿maneuver and use crutches and not hop, and actually walk, and put crutches down and walk around holding onto things because my legs were very stiff I guess was the best definition.¿ the next morning, the patient got up to use the rest room around 2-3 am, went back to bed, and woke up at 6-7am with the feeling in her collar bones again and could not walk at all. She took her kids to ski lessons and sat in the lodge and was passing out, very light headed, saying the same things repeatedly. The things she was saying did not make sense. It was noted the patient just went (B)(6) in the summer time and did not go as high as they were, but ¿was higher than I was the first day that this happened.¿ the patient went to the emergency room (ER) because she was not able to walk the third day and ¿on the way down my legs were very spastic so it was like something must be wrong with my pump.¿ when the patient got home she was able to walk with her crutches out of the van to go to bed and the next day she was fine. Then two days later, ¿I could not stand at all, my nerves were¿I just felt wired differently.¿ then she went to the ER and felt fine ever since. The patient drove all night to get back to the doctor. The doctor interrogated the pump, which showed ¿it continued at the same rate¿ and stated her doctor was not familiar with this occurring. The patient knew what an overdose felt like and ¿that was kind of" how she felt. It was noted the patient did not get to ride in the dogsled, did not get to ride the snowmobile, and asked ¿what happens if we go back?¿ the patient inquired if sitting on a heated car seat would affect the flow rate of the pump. The patient asked if she could talk to her doctor about turning her pump down next time she traveled. It was noted the patient¿s change in therapy/symptoms was sudden. The situation was being addressed by the healthcare provider (hcp). It was confirmed the patient only had baclofen in her pump at the time of the event. The patient could not remember the dose or concentration at the time of the event, but noted it was ¿really light¿ and she had a night time dosage ¿where it went up a little at night just to help with sleeping.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated there was an unknown cause regarding the symptoms of overdose. These symptoms were resolved when the patient was seen by the hcp. The cause of the event was unknown and the cause of the symptoms had not been determined. The symptoms had resolved. The patient had contacted the hcp¿s office on (B)(6)2017 to report these symptoms. She was on vacation, so they advised that she go to the emergency room (ER) if symptoms continued. Her husband requested to come to their office the following day and they saw the patient on (B)(6) 2017. Her symptoms had resolved by then. The overdose symptoms and issue with the pump had been resolved to their knowledge. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.